Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that bypassing the ethernet port and direst connection to the mobile viewing station (mvs) computer the issue resolved. Under further inspection it was revealed that the pins on the mvs ethernet port were damaged so the cord was replaced. A full system checkout was performed after parts were replacement and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the imaging system would not connect to the navigation system. The manufacture representative (rep) confirmed that it was the bulk head connector that was having issues, so they replaced it with their trunk stock. No patient was present at the time of the event.